Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user /pt contacted lifescan another country alleging the one touch ultra 2 meter had been reading inaccurately high. The medical affairs specialist sent follow-up questions to the customer service rep (csr) in france to ask the pt. On six days earlier, the pt did an accuracy comparison with a laboratory meter. The lab meter read 210 mg/dl and the one touch ultra 2 meter read 310 mg/dl within 10 minutes of the lab test. The pt did this comparison because he thinks his results have been inaccurately high since he started using the meter at the beginning of august. The pt states that he often has symptoms of shakiness, coldness, and fatigue everyday in the afternoon or in the middle of the night since using the one touch ultra 2. By comparison, the pt mentioned he had these symptoms only once or twice a month when he was using his previous meter. The pt reports having much lower readings on his previous meter at similar times. For example before lunch, he usually obtains readings between 150 and 200 mg/dl on his old meter and obtains readings between 200 and 300 mg/dl on the one touch ultra 2 meter. The pt stated he has not changed his diet recently. He tests his blood sugar three times a day, before breakfast, lunch and dinner, and adjusts his insulin accordingly, the pt is on a sliding scale of novorapid insulin. He takes 14 units if the result is between 100 and 120 mg /dl before breakfast. He takes 2 add'l units if the result is above that range and subtracts 2 units if the result is below. Before lunch and dinner, his regimen is as follows : he takes 20 units of novorapid if his result is below 200 mg/dl and will add 2 units if the results is above 200 mg/dl. He takes 40 units of lantus insulin in the evening. The pt alleges that because of the high readings, he has needed to take a higher dose of novorapid almost every time since he has used the one touch ultra 2 meter. The pt's doctor advised him that if he experiences the symptoms he has been having, to take 3 sugar lumps with water. He feels better within a few minutes when he follows those instructions and has not sought add'l medical attention. When the pt has the symptoms described, he obtains readings around 60 mg/dl. The pt has other health conditions including silicosis and a cataract. The pt does not know his hematocrit level. The csr determined during the troubleshooting telephone call the pt's testing technique was correct and the meter was set to the correct unit of measure and calibration code number. The test strips were in good condition and within expiration dating. This complaint is being reported because the pt alleges the meter has been reading inaccurately high causing him to increase his dosage of insulin and experience symptoms of hypoglycemia.